Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now a month post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune disorder ("problems- autoimmune"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("e-belly"), incision site haematoma ("did not bruise exc a little bit on my right lower incision"), pain ("one has given me more pain") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal distension, autoimmune disorder, incision site haematoma, pain and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, autoimmune disorder, incision site haematoma, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: e-belly . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- problems- autoimmune, did not bruise except a little bit on my right lower incision, one has given me more pain, anxious . Reporter information added. On 23-mar-2020: process with fu3. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now a month post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("e-belly"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: e-belly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event: e-belly were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now a month post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of ptc. On 2-dec-2019: f\u 1 and 2 proceed together- social media received: reporter was added, no new clinically significant information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now a month post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.